Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock under primary vector configuration while the patient was sitting on a sofa, doing no physical activity. X-rays were performed but no clear evidence of anomalies were observed. The vector configuration was changed to secondary, and the patient was discharged. Technical services (ts) reviewed the episode and indicated the shock was delivered due to oversensing of the s-ICD sense b noise anomaly. Further troubleshooting and evaluations were recommended as additional analysis of this case. This s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock under primary vector configuration while the patient was sitting on a sofa, doing no physical activity. X-rays were performed but no clear evidence of anomalies were observed. The vector configuration was changed to secondary, and the patient was discharged. Technical services (ts) reviewed the episode and indicated the shock was delivered due to oversensing of the s-ICD sense b noise anomaly. Further troubleshooting and evaluations were recommended as additional analysis of this case. This s-ICD remains in service and no additional adverse patient effects were reported.